Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, the cuff did not inflate. There was no patient involvement.

Manufacturer narrative:
One sample returned for evaluation contained in its original opened unit pack along with its original unit carton. Visual examination showed that the opti-port assembly was attached to the bronchial and tracheal sleeves. The stylet wire was removed from the tubing and air was removed from the tracheal cuff. The returned unit was inflated. The bronchial and tracheal cuffs inflated without any restriction noted. The returned unit was leak tested under water and no leakage was detected. The returned unit remained inflated for a four hour period and no leakages were detected. The returned unit was inflated and deflated three times and no issues were noted. The reported defect could not be detected on the returned unit. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.